Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the regulator on the product tank leaking. Additional malfunctions were the tie wrap on the product tank leaking, the inlet filter on the sound box was dirty, and the top shroud of the cabinet was broken.